Event description:
The manufacturer received a voluntary medwatch (mw5102985) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, " philips dreamstation CPAP machine, causes severe coughing and stuffy nose". "Sometimes worse, sometimes less, and this is with just straight air, not with the heat feature, and I know 100 not to use an ozone 3 cleaner". The patient also stated, " I have gotten tired of (B)(6) reps who think they know everything, and that's the first thing they jump too". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The device has not yet been returned to the manufacturer for evaluation. No patient information was provided in the report to the manufacturer, at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device not returned to the manufacturer.